Manufacturer narrative:
The device remains in the patient. A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Time of symptoms/ae: the day of the procedure. Symptoms/ae: hypotension and bradycardia lasting 3 days. It was reported that the day of a left internal carotid stenting procedure, the patient became hemodynamically unstable, vasopressors/inotropes were given. The patient remained hospitalized for 3 days. The condition resolved in 2007, and the patient was discharged to home. Though requested, no additional information was available. Study event.